Event description:
A nurse reported that a patient presented with endophthalmitis four days after a cataract intraocular lens implant procedure. Additional information has been requested.

Manufacturer narrative:
Two handpieces were received for a reported case of endophthalmitis. One lot number was identified with this complaint. The device history record for the lot was reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the device history record review. The product was released according to the manufacturer's acceptance criteria. The handpieces were visually inspected using 15x magnification. Both handpieces have nicks and scratches on the aspiration heads, aspiration cannulas, and aspiration porthole openings. The root cause for the cases of endophthalmitis cannot be determined based on this evaluation. The facility received a prevention evaluation report from a visit on (B)(4) 2012 containing the assessment for possible causes for the endophthalmitis and recommendations to assist in elimination of this inflammation at the surgical center. All handpieces are 100% inspected by trained operators using 15x magnification during manufacturing and are cleaned prior to their release. No additional action is required at this time from the manufacturing facility. (B)(4).